Event description:
Customer reportedly obtained results of 55 mg/dl, 268 mg/dl, and 52 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.